Event description:
It was reported that an implantable cardioverter defibrillator (ICD) system exhibited one out-of-range pacing right ventricular (rv) lead impedance measurement, reported as greater than 3,000 ohms, involving a non-boston scientific lead. Review of available lead trend data showed pace/sense impedance values ranging from approximately 450 to 1,651 ohms. Technical services (ts) recommended evaluation of the lead for potential mechanical lead issues and provided troubleshooting guidance. In addition, a concern was noted regarding device charge time increasing to 14 seconds. Ts confirmed the increased charge time and noted the potential for the device to reach elective replacement indicator (eri) if the charge time were to exceed 15 seconds. At this time, the device remains in service. No adverse patient effects were reported.